Event description:
Customer reports receiving an inaccurate high reading of 25 mmol/l. The customer took insulin based on this reading and ended up in a coma. The paramedics were called and the customer was transported to the hospital where customer was treated with an unspecified type of transfusion. Customer reported to be sick at the time of this event.